Manufacturer narrative:
(B)(4). An x-ray documenting the complaint was received. Product no returned to manufacturer.

Event description:
It was reported that abutment screw loosened in the patients mouth. The dentist replaced it.

Manufacturer narrative:
It was determined that information was previously submitted under the incorrect MFR number. There will be no further supplemental reports submitted under this number. This event will be reported on MFR-0002023141-2018-00925.

Event description:
No further event information available at the time of this report.